Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 399 mg/dl despite no recent food intake, and during troubleshooting the user disclosed using 70/30 insulin instead of rapid-acting insulin (humalog); the agent advised changing supplies and provided education. Symptoms included no reported clinical symptoms despite elevated glucose. Outcomes included no hospitalization and resolution steps limited to supply change and user education. Investigation included case triage and user interview focused on insulin type and system use. Investigation of this case revealed use of an incorrect insulin formulation for the device, which is a use error that can lead to insufficient insulin delivery and elevated glucose; no device malfunction was reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically use of an incompatible insulin rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.